Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. The potential probable cause of this event is likely an improper surgical technique. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that during the procedure, when surgeon was trying to put in the insert, the spring wasn¿t locking and we weren¿t able to get the insert in. The surgeon ended up using the tibial impactor to get the insert down. No backup device was available but surgery finished without delay.